Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delayed therapy delivery. Although the patient was symptomatic to this delay, the shock successfully converted the rhythm. Since this event, the patient reports receiving shocks daily; however, review of device memory does not reveal and subsequent stored events. The ICD was deactivated during a hospital admission for an unrelated surgical procedure. Because the ICD was not reactivated post-operatively, per physician orders, the patient required external defibrillation.